Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, when the user attempted to rewarm the pt, the heater cooler generated an overtemp alarm. The user attempted to maintain a temperature of 40 degrees celsius, but the external circuit temp would not rise. As a result an alternate device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.